Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of the mpu¿s patient cable and housing being damaged were confirmed, as the returned mpu (serial number (B)(6)) was observed to have a loose rubber component around the black and white lemo connectors on its patient cable upon arrival. The mpu¿s battery door was also observed to have a small crack, and one of its rubber feet was missing. The mpu was received at the european distribution center. The mpu was functionally tested and was found to perform as intended despite the observed damages. The mpu¿s patient cable and battery door were replaced with new components, and a new rubber foot was applied. Preventive maintenance was performed, and the serviced and repaired mpu was returned to the rental pool after passing all tests per procedure. The root causes of the reported events were unable to be determined through this analysis. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their mpu, and to return any equipment that appears damaged or worn. Users are encouraged to not use any equipment that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient cable was loose around the black and white connector at the rubber end of the mobile power unit. The battery latch was also cracked and one rubber foot was missing.